Manufacturer narrative:
Device was returned.

Event description:
It was reported that a mesa polyaxial screw migrated post-operatively. 'Revision surgery was performed to remove and replace the screw.

Event description:
It was reported that a mesa polyaxial screw migrated post-operatively. 'Revision surgery was performed to remove and replace the screw.

Manufacturer narrative:
Visual inspection: the screw head was separated from the shank and remained partially-locked onto the rod. No signs of fracture or deformation were found on the screw head. The shank was inspected and found to be in fair condition with moderate signs of wear. No fracture or significant damage was found on the shank. Based on the failure mode, it appears that a tensile/bending force managed to separate the shank and screw head. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. No root cause for the issue was able to be determined based on the available information.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a mesa polyaxial screw migrated post-operatively. Revision surgery was performed on (B)(6) 2020 to remove and replace the screw.